Event description:
Procedure: lap cole. According to the rptr: the surgeon placed the jaws over tissue, squeezed the handle and jaws would not open. Surgeon cut the clip out causing bleeding and adding 4 mins to the case. Bleeding was treated with cautery. An endo clip ii instrument was used to complete the procedure.